Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy out of the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was a significant amount of blood on the device. The loading device was not returned. The delivery device tube and body had significant evidence of blood. The tension spring assembly was returned inside of the delivery device tube. The seal was not unraveled and was extended outside of the delivery tube, while still anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. Deployment of the seal was attempted per the IFU by placing a finger on the seal and slowly pulling the delivery device back. The seal could not be removed from the delivery tube. Based upon the eval results, the reported complaint for failure to deploy was confirmed. (B)(4).